Manufacturer narrative:
Results: inherent risk of procedure (endoleak). (Unknown cause of event). Conclusion: (unknown cause of event).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Vessel and aneurysm morphology at the index procedure and currently are unknown. It was reported that a recent follow up CT showed a proximal type I endoleak and a distal type 1 endoleak. The stent graft was implanted at the subclavian artery proximally. The physician elected to perform a carotid to subclavian transposition and ligation of the left subclavian artery. The following day the patient was brought in for the endovascular part of the procedure. The physician elected to extend proximally with a (B)(4) and then implanted another (B)(4) within that device to extend distally past the existing talent device into a healthier portion of the aorta above the celiac artery. No additional clinical sequelae were reported and the patient is fine.